Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected failed battery test alarm noted. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call failed battery test. Customer's blood glucose level was 122 mg/dl. Troubleshooting for failed battery test was performed. Customer advised they replaced the battery on the insulin pump 4 times and they continue to receive failed battery test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.